Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringes with bd luer-lok¿ tips had needles shooting from the syringes with a lot of force. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringes with bd luer-lok¿ tips had needles shooting from the syringes with a lot of force. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review: release date: 11/27/2017. Released quantity was 213,600. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7299858 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.